Event description:
The physician reported that the high impedance was first observed on (B)(6) 2014. There was no known patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. No x-rays were taken and the device was not programmed off after observing the high impedance. It was reported that the explanting facility kept the explanted device and that the family has requested the explanted device.

Event description:
On (B)(6) 2014 the operative notes were received from the (B)(6) 2014 surgery. It was noted that there was significant scar tissue in the neck and around the nerve. After the device was replaced, the intraoperative impedance was determined to be a dcdc of 0 and the system was turned on to low settings. No further information was provided by the surgeon.

Event description:
It was reported that the patient was scheduled for generator and lead replacement due to end of service and lead break. The patient underwent generator and lead replacement on (B)(6) 2014. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.